Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to system failure. During the procedure the reservoir was removed and replaced after testing the cylinders. Upon examination the reservoir tubing was cut. No information was provided about the patient's outcome. It was further reported that the reason for the tube being cut was not identified. The new implant was said to be functioning properly. No more information available at the moment. Should additional information become available, it will be provided.